Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11269r18, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
An inflammatory mass was reported. It was added that patient was on a "crazy-high" concentration of dilaudid, "like 50 mg/ml" and a new physician had just undertaken his care. Currently the pup had saline in it. Additional information has been requested; a follow-up report will be sent when it becomes available.